Event description:
It was reported that difficulty was encountered while passing the iab through the sheath. The sheath was removed and an 8fr cath lab sheath was inserted and the iab was passed through it. However, the balloon on the iab ruptured. The iab was removed and replaced. There were no pt complications.